Event description:
A (B)(6) non-smoker with essential tremor had dbs implants. Twenty four hours post implant pt was comatose. Seven days post implant physicians determine: no stroke, no infection, and swelling in brain along path of leads. Pt (B)(6) was rendered paralyzed on the left side of his body and remains so one year post implant. He was also rendered incontinent and initially could not swallow or eat but after several months has been able to return to eating. Similar case documented in (B)(6) with dr (B)(6) md asst professor, (B)(6). All dates are approximate. Surgery was done last year in (B)(6). Implant was explanted 7 days later. Pt still paralyzed (left side), incontinent, bed ridden, on medicaid, cannot sit up.